Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. The suture broke during separation from the distal guide. The device was removed and hemostasis was achieved with manual compression. During device eval, a posterior foot break was found. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary - eval of the returned device found the whole suture was returned undamaged and the rail end was attached to the undisturbed posterior needle. We found a posterior foot break and a posterior cuff miss had occurred. A returned plunger was unmatched with the device both cuffs had captured needles. No malfunction was detected and no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.